Event description:
During device change due to normal eri, fluoroscopy revealed externalized conductors above the proximal coil, 2cm. No electrical anomalies were present. Patient was asymptomatic. The lead was capped and a new right ventricular lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.